Event description:
The hcp reported, the patient presented to the emergency department in 2006 with abdominal pain, nausea, and vomiting. The patient was afebrile and the complete blood count was within normal limits. The last pump refill in 2005 was reported as uneventful. The patient reported, "traumatic fill first week in january with (multiple) scabbed apparent needle sticks over pump site." The hcp qestions possible access attempt by the patient. Opioid withdrawal of the fentanyl 1000mcg/ml at 0.496mg/day was ruled out as IV fentanyl had no effect. Blood cultures were done and were reported as positive 1+ gram positive cocci. A jackson pratt drain was placed and the patient was admitted to the intensive care unit and expired. A follow up report will be sent if additional information is received.